Event description:
Customer reported while changing the IV line, the luer came off of the y site tubing. The y site tubing was replaced and the infusion restarted without incident. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.